Event description:
Customer alleged inaccurate high blood glucose readings in the 500'smg/dl caused pt to dose themselve with an extra 10 units of regular insulin. Customer went to doctor for check up; office did not do a blood glucose reading. Customer was unable to talk and passed out. Customer admitted to emergency room and a glucose IV was administered. Labs were performed, customer is unsure of the results. Customer remained in hospital until blood glucose went up. No controls were in use and the glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.